Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device display locked up after running a self test. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use reported with the event.

Event description:
The customer contacted stryker to report that their device display locked up after running a self test. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.